Event description:
Patient reported that pump failed to charge once every three days. There was no adverse impact to the customer's blood glucose level. Patient declined follow-up from customer technical support for additional information.